Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the armada 35 balloon catheter was advanced to the lesion in the left iliac with mild tortuosity, moderate calcification and 90% stenosis. The armada was inflated for the first time when blood was observed to be leaking from the strain relief tube and a balloon rupture was suspected. The armada 35 balloon catheter was removed from the anatomy, but the rupture was not confirmed outside the anatomy. A non-abbott balloon catheter was used for the procedure. No significant delay in the procedure was reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak, identified at the distal end of the hub. A review of the complaint handling database found no similar incidents from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was potentially related to hub assembly during manufacturing and corrective and preventative actions were implemented. The performance of these devices will continue to be monitored.

Event description:
Subsequent to the initial 30-day medical device report, it was noted that there was no report of a balloon rupture. No additional information was provided.